Event description:
It was reported that the needle did not retract. IV needle slow to retract, only fully retracted once removed after insertion. Lot #6020809 bd insyte autoguard bc. The needle not retracting poses a safety risk to the user. No patient harm noted.

Manufacturer narrative:
G.4. K201075; k251654.

Manufacturer narrative:
Additional information: h. Attached medwatch. Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 2nd related complaint reported with the defect/condition of needle retraction slow with lot 6020809 regarding item #382533. Device history record for final lot number 6020809 has been reviewed. No related quality issues or process deviations were found for the subassembly or final lot numbers. A review of the applicable risk documentes indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.